Event description:
It is reported that; when doing a two level acdf with the reflex hybrid system the inner shaft of the quick turn screw driver tip broke off into screw.

Manufacturer narrative:
Risk assessment; manufacturing files could not be reviewed because no lot number was provided. The probable root cause is not determined and multifactorial.

Event description:
It is reported that; when doing a two level acdf the inner shaft of the quick turn screw driver tip broke off into screw.